Manufacturer narrative:
The valve was patent. However it did not meet the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. The device also did not meet the requirements for leak testing due to a large tear in the top of the reservoir. It is unknown how or when this damage occurred. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the instructions for use also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools.¿ a review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that after the doctor tested the device the drainage control valve was ripped intraoperatively. Reportedly, there was no injury to the patient.